Event description:
The customer reported via phone call that he needed assistance on how to silence that alarms on the sensor of the insulin pump. Customer's blood glucose was 49 mg/dl. Customer was treated with food. Customer was assisted on how to use the alert silence feature and how to turn the glucose alert off if needed. The customer also reported that the battery cap is crack. Customer was advised that we would send a new battery cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.